Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer blood glucose reading was 119 mg/dl. Customer saw a red x on the screen. Customer stated the alarm occurred only once. The insulin pump was not dropped or bumped. Troubleshoot was performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.